Event description:
Inserted a #20-gauge IV catheter in ltac (long-term acute-care) (lot# 1175136), catheter with blood return after removing the needle, catheter flushed and patent. The patient complained of moderate pains to the site, removed the catheter and noticed that the tip was missing. Mds and nurse managers made aware; patient was also informed of the incident. Catheter along with the package was given to nurse manager. Packaging and catheter have been sequestered. Bd notified. Md was able to retrieve the cath tip from patients l ue (left upper extremity). Manufacturer response for peripheral IV, #20-gauge IV catheter (per site reporter).